Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 after experiencing unspecified neurological changes. The patient had suffered a left middle cerebral artery ischemic stroke. It was reported that there were no signs or symptoms of device thrombosis. The patient's inr had been therapeutic. The physician reported that the stroke was unexpected and could be related to the patient's carotid disease. The patient's family opted to withdraw care and the patient expired.

Manufacturer narrative:
Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Neurologic dysfunction and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.